Event description:
The surgeon reported a corneal burn occurred. The wound was sutured. Additional info was requested on the event and pt's status.

Manufacturer narrative:
No sample was sent for eval. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.